Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the gripper line was likely due to patient morphology/pathology as the vena cava was torqued and had several curves. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system devices are filed under separate medwatch reports.

Event description:
This is filed to report that resistance was felt during gripper line removal(70419u120). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. When advancing the steerable guide catheter (sgc), resistance was felt with the vena cava. The sgc was continued to be used. The first clip delivery system (cds) (70905u114) was inserted in the sgc and the leaflets were successfully grasped. However, when establishing gripper line removability, the gripper line (gl) did not move. Troubleshooting attempts were unsuccessful (opened clip to approximately 60 degrees, the grippers line still did not move). The clip was not deployed and was removed. A second cds (70419u120) was advanced and the leaflets were grasped medial. However, during gripper line removal; high resistance was felt. To further reduce mr, a second clip (70804u120) was implanted lateral, and again high resistance was felt during gripper line removal. A total of two clips were implanted, reducing mr to 2. There were no adverse patient effects. There was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.